Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported audio issues which was reproduced. The reported condition was verified. Visual inspection determined the cause to be a detached/ broken speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had audio issues. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.